Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope had no image on the monitors, and there was a communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please see also b5 (event found at) obtained from follow up response. The device was returned to regional repair center for inspection and the reported failure was not confirmed. However, inspection found the protector of the video cable section is cut. The root cause of the issue cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at removal of the gall bladder laparoscopy procedure that was completed with the same device.